Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient received two leads (model 3183) with the same lot number.the patient reported experiencing an uncomfortable stinging sensation at the lead site in her back which began approximately 6 months ago and had become worse (date of event unknown). Reportedly, the physician met with the patient to discuss the next course of action. Subsequently, surgical intervention was undertaken during which time the entire scs system was explanted.